Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the device identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure and blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and when positive pressure was applied, liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. Examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, first, second and third dilation was performed at 4atm, 6atm and 8atm. However, it was noted that the balloon ruptured during fourth dilation at 10atm for 15 seconds and was then simply removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and patients status was stable.